Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call experiencing beep anomaly. The customer's blood glucose level was unknown at time of incident. Customer states cant hear beeping audio alerts from pump. The customer was assisted with trouble shooting. The customer did a self test and the pump did not beep during the tone test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had no audio tones during the self test due to an open coil, l6, on electrical board.